Event description:
False negative results obtained with acceava hcg basic ii. No details available.

Manufacturer narrative:
Retention device testing summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 207.1iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention strips meet qc specification. No false negative result was observed. So this complaint is not confirmed.